Event description:
It was reported that during central processing, the black cable of the fenestrated bipolar forceps instrument was damaged. There were no abnormalities or malfunctions in the operating room. Collisions cannot be excluded. The procedure was completed with no patient harm, adverse outcome, or injury and no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have damage to the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity. Further inspection found mechanical indentations to the yaw pulley that potentially contributed to the damaged insulation of the conductor wire. The complaint was confirmed by failure analysis.